Manufacturer narrative:
Manufacturer's investigation conclusion: the account reported that the patient had rising ldh levels. The account reported that the patient¿s increased ldh was likely due to uncontrolled hypertension and sepsis workup. A direct relationship between the device and the reported events could not be conclusively determined through this investigation. The system controller event log file captured no atypical alarms or trends in pump parameters. The pump appeared to function as intended. The plan was to continue to monitor the patient¿s daily ldh, decrease the patient¿s blood pressure, and continue with the current IV antibiotic therapy. As of (B)(6) 2020, the patient was still being monitored as inpatient. No changes were made to the patient¿s current care. It was later reported that pneumonia was the source of the patient¿s infection. The patient remains ongoing on vad support. Sepsis, localized infection, driveline infection, pump pocket or pseudo pocket infection, hypertension, and hemolysis are listed in the hm3 IFU as adverse events that may be associated with the use of heartmate 3 left ventricular assist system. The patient care and management section provides information regarding ¿controlling infection¿. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Additional information: b5. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional information was received saying that the source of the infection was pneumonia.

Manufacturer narrative:
The heartmate 3 lvas was implanted during the (B)(6) clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). Manufacturer's investigation conclusion: a direct relationship between the device and the reported events could not be conclusively determined through this investigation. The system controller event log file captured no atypical alarms or trends in pump parameters. The pump appeared to function as intended. The patient remains ongoing on vad support. Sepsis, hypertension, and hemolysis are listed in the hm3 IFU as adverse events that may be associated with the use of heartmate 3 left ventricular assist system. The patient care and management section provides information regarding ¿controlling infection¿. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient had rising lactate dehydrogenase (ldh) levels. Log file analysis showed no unusual events. It was later reported that the cause of increased ldh was likely due to hypertension and sepsis workup. The plan was to continue to monitor the patient¿s daily ldh, decrease the patient¿s blood pressure, and continue with the current IV antibiotic therapy. As of (B)(6) 2020, the patient was still being monitored as inpatient. No changes were made to the patient¿s current care.